Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, an intuitive surgical (is) technical support engineer (tse) was contacted for troubleshooting assistance to report that the surgeon side console (ssc) would not power on and there was a led power button blinking amber. The customer rebooted the system multiple times with hard power cycle, but the issue persisted. Customer sent a video of the issue. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the power supply due to console not powering on. The system was tested and verified as ready for use. Isi has not received the power supply for evaluation. A follow-up MDR will be submitted, if additional information is obtained. Video review: review of the provided video is consistent with the customer reported complaint.